Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and cholecystectomy ('gastrointestinal or digestive system condition type gall bladder removal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses lack of, fatigue, sinus pain, urinary tract infection, depressed mood, anemia, adenomyosis, adhesion, hot flashes, dysplasia, abdominal pain, menometrorrhagia, cystoscopy, obesity and menses irregular. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Total bilateral occlusion, adequate positioning of both essure coils within the fallopian tubes. Single site laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and cystoscopy. Concurrent conditions included hypothyroidism and addison's disease. Concomitant products included estradiol, estrogens conjugated;medroxyprogesterone acetate (prempro) since (B)(6) 2018, fludrocortisone acetate (florinef) since 2001, fluticasone propionate (flonase) since 2001, hydrocortisone (cortef) since 2001, levothyroxine, paracetamol (tylenol) since (B)(6) 2013, topiramate (topamax) since (B)(6) 2018 and vitamin d nos (vitamin d) since 2016. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2017, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pain ("general body pain and aches"). The patient was treated with duloxetine hydrochloride (cymbalta), ibuprofen, pregabalin (lyrica) and surgery (total hysterectomy (uterus and cervix removed),oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the cholecystectomy, fibromyalgia, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia and pain outcome was unknown. The reporter considered cholecystectomy, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, headache, menorrhagia, migraine, pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result- total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received- previously reported event "injury to herself " updated to "vaginal haemorrhage", events- ¿ menorrhagia, fibromyalgia, migraines, headaches, endometriosis, dysmenorrhea, dyspareunia, gall bladder removal, general body pain/aches was added". Event outcome were changed abnormal bleeding unknown to recovered/resolved. Severity, medical history, concomitant drug, reporter and reporter information, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.